Event description:
It was reported that during a ptca/stenting treatment procedure, removal difficulties were encountered. The pt was asymptomatic and without ECG changes during this event. The lesion being treated was a 90% stenotic proximal and distal lesion in a tortuous lad coronary artery. The physician crossed the lesions with a choice floppy guidewire, and successfully predilated the lesion with a maverick 2.5/15 mm balloon. He then deployed a cypher 2.75/18 mm stent in the lad. The physician felt resistance upon withdrawal of the guidewire and a piece of the distal radiopaque tip of the wire detached and remained in the vessel. Attempts to retrieve the detached portion with a snare were unsuccessful. The detached portion of the wire remains in the vessel. It is reported that the pt is doing fine. The procedure was successfully completed.